Event description:
It was reported by the aci sales professional that a pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). Peri-procedure the pt was anti-coagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that while pulling the balloon back to the arteriotomy, the balloon pulled out of the vessel and the device pulled out of the tissue tract. The balloon did not lose pressure and was still inflated upon exiting the vessel. The pt was converted to approx 25 mins of manual compression at which time hemostasis was achieved. It is noted that there were no further complications.

Manufacturer narrative:
The device was not returned, therefore, a physical investigation could not be performed. The review of the lhr (lot f1322602) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.